Event description:
Pt, child of rptr had a severe reaction to the dpt shot at 2 months of age. She has had (and still has) petit mal seizures; had reaction to low dose of tegretol (bad rash); has had grand mal seizures and is on depakote to date, has horrible headaches. Mood swings; gags/chokes; bowel problems; tummy aches; joint pain; thirst; fevers; problems in the heat/sun; sweats; asthma (uses two inhalers); fatigue and other symptoms. Mother (rptr) wonders if symptoms related to silicone from mom's breast implants. (*)